Event description:
The customer requested to have the device sent to the bench for evaluation. The customer did not indicate what exactly needed to be evaluated. There was no reported patient or user involvement and no adverse patient/user impact.